Event description:
It was reported that a patient underwent a replacement of a implantable cardiac defibrillator procedure on (B)(6) 2012 and suture was used. When the surgeon went to suture the dermis, he noted that the needle was broken at the tip. An x-ray was performed on the patient and no needle pieces were not retained in the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke at the point end was submitted for this evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.